Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's subcutaneous implantable defibrillator (s-ICD) was being explanted for normal battery depletion. A replacement device was utilized but was not successfully implanted. Defibrillation threshold testing was performed and external rescue was required due to non-conversion as undersensing resulted in a delay in therapy greater than sixty seconds. A popping noise was heard when the charge was delivered and the impedance measurement was less than 20 ohms. Fluoroscopy did not show any electrode issues. A boston scientific engineer was able to review partial device logs for this device and the explanted device. The explanted device had normal weekly impedances; however, the measurement that was taken prior to replacement appears consistent with a short. It is suspected that this electrode may have surgical induced damage and it is possible that the conductors are going in and out of range due to an intermittent short. The electrode was surgically abandoned. No additional adverse patient effects were reported.